Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002;81:72-77, that the pt developed an abscess at the suprapubic area, following a sling procedure. The abscess was surgically drained.